Event description:
The customer reported a system message displayed during surgery. The system was rebooted and the cassette was replaced. The system message would not clear. The system was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message in the event log. The fluidics module was replaced. The system was then tested and met all product specifications. Investigation including root cause determination is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).